Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The wrap is not available from the consumer for evaluation, the wrap production time is not known. No quality issues were identified upon this review of batch records, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day three. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. Manufacturing investigation ER-1439362 determined the root cause of the hot cell to be equipment - mechanical failure. Production operators found the brine manifold hose connector for cell #4 (the measured hot cell) did not have a tight connection. This could allow air to enter the hose which will affect the brine dosage to the cell. A low brine dose can cause a hotter than normal temperature profile. The production operators replaced the connector with a new one and resumed production. A cap for individual cell temperature high/low was completed, the required ten wrap thermal resample test passed the in process thermal limit. All procedures were followed, and all criteria met, however, the possibility of this defect occurring is still present. In addition, there is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process specification and cannot be confirmed. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the four day production run.

Event description:
Event verbatim [preferred term] burn blister/ pain/ reddened skin / burn with blistering [burns second degree] .case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) lot #m87697 (also reported as #1187697), expiry date: feb(2019, via an unspecified route of administration from an unspecified date for back pain. The patient medical history and concomitant medications were not reported. The product was not taken before. The patient used the wrap and after a few hours she experienced pain at the right posterior back. Following removal of the wrap a small burn blister and reddened skin could be seen on (B)(6) 2017. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. No surgical procedure was necessary. Wound treatment was necessary. The event resolved following product withdrawal. The outcome was recovered. According to the product quality complaint group: the root cause category is non assignable (complaint not confirmed). The wrap is not available from the consumer for evaluation, the wrap production time is not known. No quality issues were identified upon this review of batch records, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day three. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. Manufacturing investigation ER-1439362 determined the root cause of the hot cell to be equipment - mechanical failure. Production operators found the brine manifold hose connector for cell #4 (the measured hot cell) did not have a tight connection. This could allow air to enter the hose which will affect the brine dosage to the cell. A low brine dose can cause a hotter than normal temperature profile. The production operators replaced the connector with a new one and resumed production. A cap for individual cell temperature high/low was completed, the required ten wrap thermal resample test passed the in process thermal limit. All procedures were followed, and all criteria met, however, the possibility of this defect occurring is still present. In addition, there is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process specification and cannot be confirmed. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the four day production run. Follow-up (07jun2017): new information received from the product quality complaint group included investigational results. Follow-up (16jun2017): new information received from the pharmacist included: patient details, additional lot number, expiration date, event updated to "burn blister", onset date, event outcome, and therapeutic measures. This case has been upgraded to a serious, reportable medical device report. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events of "burn with blistering" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn with blistering" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
According to the product quality complaint group as of (B)(6) 2017: the root cause category is non assignable (complaint not confirmed). The wrap is not available from the consumer for evaluation, the wrap production time is not known. No quality issues were identified upon this review of batch records, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day three. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. Manufacturing investigation ER-1439362 determined the root cause of the hot cell to be equipment - mechanical failure. Production operators found the brine manifold hose connector for cell #4 (the measured hot cell) did not have a tight connection. This could allow air to enter the hose which will affect the brine dosage to the cell. A low brine dose can cause a hotter than normal temperature profile. The production operators replaced the connector with a new one and resumed production. A cap for individual cell temperature high/low was completed, the required ten wrap thermal resample test passed the in process thermal limit. All procedures were followed, and all criteria met, however, the possibility of this defect occurring is still present. In addition, there is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process specification and cannot be confirmed. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the four day production run. According to the product quality complaint group as of (B)(6) 2017: the root cause category is non assignable (complaint not confirmed). The wrap is not available.

Event description:
Event verbatim [preferred term] burn blister/ pain/ reddened skin / burn with blistering [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) lot number: m87697 (also reported as 1187697), expiry date: feb 2019, date of manufacture:15mar2016, via an unspecified route of administration from an unspecified date for back pain. The patient's medical history and concomitant medications were not reported. The product was not used before. The patient used the wrap and after a few hours she experienced pain at the right posterior back. Following removal of the wrap a small burn blister and reddened skin could be seen on (B)(6) 2017. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. No surgical procedure was necessary. Wound treatment was necessary. The event resolved following product withdrawal. According to the product quality complaint group as of (B)(6) 2017: the root cause category is non assignable (complaint not confirmed). The wrap is not available from the consumer for evaluation, the wrap production time is not known. No quality issues were identified upon this review of batch records, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day three. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. Manufacturing investigation ER-1439362 determined the root cause of the hot cell to be equipment - mechanical failure. Production operators found the brine manifold hose connector for cell #4 (the measured hot cell) did not have a tight connection. This could allow air to enter the hose which will affect the brine dosage to the cell. A low brine dose can cause a hotter than normal temperature profile. The production operators replaced the connector with a new one and resumed production. A cap for individual cell temperature high/low was completed, the required ten wrap thermal resample test passed the in process thermal limit. All procedures were followed, and all criteria met, however, the possibility of this defect occurring is still present. In addition, there is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process specification and cannot be confirmed. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the four day production run. According to the product quality complaint group as of (B)(6) 2017: the root cause category is non assignable (complaint not confirmed). The wrap is not available from the consumer for evaluation, the wrap production time is not known. No quality issues were identified upon this review of batch records, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day three. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. Manufacturing investigation ER-1439362 determined the root cause as method-process variability. A cap was completed form-45377 thermacare corrective action procedure(cap)-individual cell temperature high/low referenced in sop-54615 production quality control - cap procedure. The cap requires ten additional samples be randomly pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification in process limits for thermal temperature. This particular oos does not require product isolation per form-45377. All procedures were followed, and all criteria met, however, the possibility of this defect occurring is still present. In addition, there is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process specification and cannot be confirmed. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the four day production run. Follow-up (07jun2017): new information received from the product quality complaint group included: investigational results. Follow-up (16jun2017): new information received from the pharmacist included: patient details, additional lot number, expiration date, event updated to "burn blister", onset date, event outcome, and therapeutic measures. This case has been upgraded to a serious, reportable medical device report. Follow-up (14jul2017): new information received from the product quality complaint group included: additional investigational results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "burn with blistering" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn with blistering" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.